Event description:
Patient complained of instability. Surgeon removed insert and inserted a thicker poly. Also a cemented fragment that was found and extracted. Patient stable, no complications.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient complained of instability. Surgeon removed insert and inserted a thicker poly. Also a cemented fragment that was found and extracted. Patient stable, no complications.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.